Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room after experiencing high voltage shocks, noise was noted on the near and far field channels of the rv lead. The physician capped ((B)(6) 2019) and replaced the lead. The patient was stable following the procedure.